Manufacturer narrative:
A ge service representative performed an on site investigation. The fse evaluated and cleaned the connector pin and confirmed that it was improved to 5.02v. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.